Event description:
It was reported that the atrial lead exhibited noise which resulted in auto mode switch episodes. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.